Manufacturer narrative:
The complaint information was retrieved from a source forum on social media at (B)(6). H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information via a social media comment alleging lung cancer (diagnosed in (B)(6) 2021) specifically large and small cell endocrine carcinoma. Medical intervention was stated as chemotherapy and immunotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information via a social media comment alleging lung cancer (diagnosed in (B)(6) 2021) specifically large and small cell endocrine carcinoma. Medical intervention was stated as chemotherapy and immunotherapy. After further review of the reported information via a social media platform, the philips device was returned by the reporter for the recall, however per the customer comments all associated symptoms were experienced while using another legal manufacturer's device. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.